Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged the pump having pump error 3, 63, 53 & 4 alarms. Device passed the displacement test, sleep current measurement, active current measurement, and self tests. No unexpected pump error 3, 63, 53 and 4 alarms noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 63 alarm. No unexpected pump error 4, 3, 53 noted during testing or in the file history on event date. Device was cut open to perform visual inspection on the u1 keypad traces and found broken trace at u1 pin 6. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay. In conclusion, no unexpected pump error 4, 3 and 53 noted during testing or in the file history on event date. Pump error 63 alarm confirmed in the pump history due to broken trace at u1 pin 6 (sda) on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump errors. Customer was able to clear alarms. Customer did not receive request to rewind pump. Fill cannula was recorded in daily history. Customer perform self test and test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.